Event description:
It was reported the spo2 measurement was inaccurately high. The long-time ICU patient was not seriously ill, but spo2 measurements were 5 percentage points or more compared to a competitor monitor. It was stated the philips fast spo2 on the philips monitor differs from a competitor monitor 1-4 percentage points and sometimes up to over 8-9 points. The patient the monitor displayed spo2 at 92% but the actual spo2 value was 87%; therefore, the patient was desaturating with no alarm being triggered on the philips monitor. In this case, the patient was also being monitored with the competitor monitor, which displayed the correct spo2 of 87%, so the staff was aware of the actual oxygen saturation. Additional information was received which indicated there was no delay in care and the patient had been monitored at the same time with an alternate device and treated appropriately. Based on this information, there was no harm to the patient due to the parallel monitoring.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.